Event description:
It was reported to boston scientific corporation that a radial jaw 3 single-use biopsy forceps was to be used during a gastroscopy procedure performed on (B)(6), 2010. According to the complainant, while unpacking and testing the device prior to the procedure, the nurse noticed that the clevis was bent. There was no packaging damage reported. The device was not used and the procedure was completed with another radial jaw 3 single-use biopsy forceps device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be well.

Manufacturer narrative:
A visual examination of the returned device found that the clevis was bent and would not meet manufacturing specifications. Functionally, the jaws would open and close within specification considering the bent clevis. No other abnormalities were noted during device evaluation. The condition of the returned incident device was consistent with the complaint; clevis bent. Based on the evaluation, the most probable root cause is a manufacture issue. There is a corrective action in progress to address this issue. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found. (B)(4)

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a radial jaw 3 single-use biopsy forceps was to be used during a gastroscopy procedure performed on (B)(6) 2010. According to the complainant, while unpacking and testing the device prior to the procedure, the nurse noticed that the clevis was bent. There was no packaging damage reported. The device was not used and the procedure was completed with another radial jaw 3 single-use biopsy forceps device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be well.